Manufacturer narrative:
Investigation summary - during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4155847 was satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. All batches are tested prior to release and results reported on the certificate of analysis (coa) which can be obtained at www.bd.com/regdocs. Chromagar orientation is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on these batches were satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4155847 for performance. Retention samples for batch 4155847 were not available for inspection. Three photos were received, one photo shows the plate from lot 4155847 with blue streaks. The two other photos show plate from lot 4155847 next to another plate, both with streaking. Performance related issues cannot be confirmed with photos. No return samples were received. This complaint cannot be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for this defect.

Event description:
It was reported while using bd bbl chromagar orientation media that a patient sample grew e.coli in an atypical blue color as opposed to the expected red-purple color. The colony was subcultured and confirmed by maldi tof. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl chromagar orientation media that a patient sample grew e.coli in an atypical blue color as opposed to the expected red-purple color. The colony was subcultured and confirmed by maldi tof. There was no health impact or consequence reported.